Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported that the customer's blood glucose reached 469 mg/dl so she took the customer to the ER. He was treated with insulin and released after 3 hours of observation. Three attempts were made to obtain more info, however, they were unsuccessful. No further info is available.